Event description:
It was reported the programmer is slow to process or boot up. It was also reported an error message showed up at power up. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer was slow to boot up; hard drive found out of electrical specification. Analysis also found the system fan and floppy drive were noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.